Manufacturer narrative:
The subject device was not returned for evaluation. The device was troubleshooted by cables reseat and power on testing. The issue did not reoccur. To date no other issue was reported. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the device cv-190 exhibited error messages of e216/e325 error message. The image according to the reporter was showing static on the device screen. The user troubleshooted the issue by reseating the cables and power on the device and tested. The user reported that the error no longer present however advised the technical assistance support engineer to keep the case ticket open to make sure the issue does not re-occur. There was no patient involvement on this report. No user harm or injury was reported.